Event description:
It was reported that during preparation, the front door of the console could not be closed. There were no procedure and patient outcome reported. The procedure was not completed due to this event. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.